Manufacturer narrative:
The harmonic ace instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because part of the jaw of the harmonic ace instrument fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the jaws of a harmonic ace instrument fell off into the patient. The fragment was retrieved; same procedure. The procedure completed with no reported patient injury. On 06/26/19, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted heller myotomy surgical procedure, one of the jaws of a harmonic ace instrument fell off into the patient. The instrument was in use for approximately 10 minutes within the upper abdomen area. The instrument was not removed prior to the event and there were no observed instrument collisions. There were no known hard objects such as clips or staples. While the instrument was in use, all of the sudden, or personnel and the surgeon could see that the instrument jaw was coming off ¿ it came off slowly; like in slow motion. That¿s how the customer was able to see where it fell into the patient and successfully grab and remove the fragment via use of another da vinci instrument, possibly a prograsp forceps; hence, there was no need for additional x-ray(s). The fragment was visibly and successfully retrieved within the same procedure, a new backup harmonic ace instrument was utilized, and the procedure completed robotically. There was no report of additional bleeding or adverse event. There were no intra-op or post-op complications. There was no patient injury.